Manufacturer narrative:
After product evaluation, it was determined that the fiber was likely broken due to user mishandling as there was no evidence of charring at any of the break points in the fiber which indicates that the fiber was broken when no laser energy was being transmitted through the fiber. It is likely that the user pushed the fiber into a scope where a scope bend or blockage prevented the fiber from being pushed any further resulting the break between piece a and piece b. The successful testing of the fiber after reprocessing and the presence of a pilot beam with successful laser transmission indicates that the fiber was fully capable of functioning as intended. It is likely that the fiber break was caused by the end user.

Event description:
"Fiber snapped while dr (B)(6) was using it, lasering. Laser machine put into study mode. Defective fiber that broke inhalf with dr (B)(6). There was no patient injury during therapeutic procedure. Device will be sent to oci for investigation." Summary of update in the complaint report: (B)(6), rn, present during the procedure, stated that "towards the end of a cysteroscopy laser procedure, the device broke in half in the physician's hand. No device fragments or missing component was noted. There was no patient or user injury report. The procedure was completed with the same device. The procedure was done when the device broke. The device will be returned for evaluation."

Manufacturer narrative:
No conclusions can be made since the product was not returned to dornier medtech america and limited information was provided by the customer in reference to the complaint event.

Event description:
"Fiber snapped while dr. (B)(6) was using it, lasering. Laser machine put into study mode. Defective fiber that broke in half with dr (B)(6). There was no patient injury during therapeutic procedure. Device will be sent to oci for investigation." Summary of update in the complaint report: (B)(6), rn, present during the procedure, stated that "towards the end of a cysteroscopy laser procedure, the device broke in half in the physician's hand. No device fragments or missing component was noted. There was no patient or user injury report. The procedure was completed with the same device. The procedure was done when the device broke. The device will be returned for evaluation."